Event description:
Alaris pump alarmed and stated distal occlusion. Nurse paused pump, readjusted the stop cock, checked tubing, and attempted to flush the line with ns syringe. When flushing there was slight resistance. When checking the line again, nurse noticed the top blue part of the tubing just outside the chamber was raised. The line was clamped and chamber door was opened. A swollen area on the tubing was found. The IV tubing was removed and replaced.